Manufacturer narrative:
H3: device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the IV set was connected to a warmer device, but leaked fluids through a damaged section. The issue was found during a pre-test in the hospital on (B)(6) 2024, while being operated by a health professional.